Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported that they had a new onset of pain and the old system didn't provide enough coverage. It was noted that a manufacturer representative (rep) tried to reprogram several times to cover the new pain, but was unsuccessful due to lead placement. To resolve the issue, the old system was replaced with a new system on (B)(6) 2016 with MRI compatibility for better coverage. The patient was alive with no injury and the issue was solved at the time of the report. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.